Event description:
It was reported that outside the surgical environment the device would not power on and needs repair. There was no patient involvement. Due diligence is complete. At product evaluation investigation the dermatome motor speed was unstable. No additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: united kingdom. The investigation is complete. This is an initial final report submission. Review of the most recent repair record identified the following related repair: tech confirmed the unit was faulty as the motor speed was unstable, the swivel was loose, the unit was out of calibration and the control bar position was not correct. Additionally, the tech found the screws were worn and there was possible corrosion on the needle bearing, e-ring, and reciprocation arm. Tech replaced the motor, sleeve, shaft bearings, sleeve bearings, screws, needle bearing, e-ring, reciprocation arm, and swivel. The unit was tested, calibrated, and returned to the customer. Lot identification is necessary for review of device history records, and lot identification is not available. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.